Event description:
It was reported that the patient experienced withdrawal. The health care provider (hcp) had changed their prescription from baclofen and to clonidine by mistake so the patient stopped baclofen ¿cold turkey¿. The patient had been receiving chemotherapy at the same time and he became very sick. The chemotherapy was stopped however the patient continued to get ¿more sick¿. It was reported this happened the year prior from (B)(6) 2013. The patient went through two separate refill sessions before the hcp¿s office realized the error in (B)(6). It was noted the hcp admitted to the mistake and the hcp¿s felt terrible. The patient had to then do six pump refills over six weeks between (B)(6) 2013 to gradually stop the clonidine and to start the baclofen. The hcp had reportedly taken the clonidine out immediately ¿but had to do it gradually¿. One refill per week occurred. It was clarified the hcp added clonidine to the patient¿s bupivacaine and hydromorphone prescriptions and stopped the baclofen. The concentration/dose of the clonidine was unknown the reporter. It was reported there was no ¿check and balance¿ when the attending hcp wrote the wrong script and it was noted the pharmacy should have known to not stop baclofen cold turkey. Following the incident, the hcp had not made contact with the patient and the patient therefore was looking for a new hcp. It was noted the patient had found a new hcp and had his first refill with them two weeks prior to the report date. The device system was currently used to deliver hydromorphone 0.027mg/ml at an unknown dose, bupivacaine at 8mg/ml at an unknown dose and baclofen 137mcg/ml at an unknown dose. It was then noted the patient had a ¿gravity pump¿ and there is no dose. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10996r48, implanted: 2002-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's former healthcare provider (hcp) made an error with his medication. The patient was currently looking for a new managing physician. If additional information is received, a follow-up report will be sent.